Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual trend increase in shock impedance measurements greater than 125 ohms, over the past year. Technical services (ts) noted this is a single coil lead and discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.